Event description:
It was reported that the patient had a surgical procedure that was "experimental and no metal was used." Reportedly, "bmp" was used in the surgery, and he patient has now developed "all the symptoms," including pain, bone growth and paralysis. The patient reportedly has episodes of paralysis in his right arm that last for 15 minutes. The patient wore a neck brace for a year after the surgery. Reportedly, "within weeks of the surgery there was a loud crack at the base of his skull," and there were a couple of other times that a smaller crack occurred during the first 4 months. Per the initial reporter, "the surgery didn't work from the start." The initial reporter believes that "it broke." Reportedly, it cracks and the patient goes numb, then it cracks again and he feels better. Additionally, it was reported that the patient has a "rush of fluid into the cerebral cortex," and he has headaches.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.